Manufacturer narrative:
(B)(4). On an unreported date, the patient was not following proper hygiene further specified as area not clean before starting pd therapy which led to peritonitis. The patient started experiencing cloudy fluid and abdominal pain and the patient was hospitalized for the event. Cloudy fluid and abdominal pain were considered as manifestations of peritonitis. On the same day as the onset, the patient began treatment with injection vancomycin and injection amikacin for the event of peritonitis. On an unknown date in the same month, the patient stopped treatment with vancomycin and amikacin. The patient was not recovering from the peritonitis and therefore the patient¿s pd catheter was removed and pd therapy was stopped. On an unknown date, the patient recovered from the events of peritonitis. Re-catheterization of the patient was planned to be performed after a month (exact date was not decided) and the patient would remain hospitalized till that time period. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin (1g once every four days; route and duration not reported) and injection amikacin (125mg once a day; route and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.